Manufacturer narrative:
Attempts have been made to contact rptr for add'l info. If add'l info is rec'd, a supplemental report will be submitted. Conclusions: the sample was discarded, and unavailable for analysis. Without a lot number, we are unable to review the device history record.